Event description:
Weak/torn mesh. During a re-do laparoscopic ventral hernia repair the physician experienced delamination and punctures of the mesh with the use of tackers. The extra mesh was cut and used to secure the mesh into place. During the procedure a seroma was burst by the tackers as well. The mesh remains implanted.